Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An inaccurate readings issue with the abbott diabetes care (adc) device was reported by a healthcare professional. On (B)(6) at 22:52h, a nurse monitored the customer's glucose level using the test strip and freestyle optium neo h, and the reading was 'lo' (< 2.2 mmoll or 40 mg/dl) and notified the doctor immediately. The doctor gave oral instructions to give 40 ml of 50% glucose injection and 250 ml of 10% glucose intravenous drip. The nurse opened the intravenous access and drew blood on the customer's right upper limb. After drawing blood, 50% glucose was injected by the nurse. At 23:23h, the customer's blood glucose value became 'hi' (> 27.8 mmol/l or 500 mg/dl). The doctor was informed and 10% glucose was suspended and replaced with "balanced solution" for intravenous drip. At the same time, an unspecified symptomatic treatment was carried out according to the customer's blood gas condition. The next day at 00:23h, the customer's blood glucose value from the electrolyte test department was 36.9 mmol/l. The customer was reportedly seriously ill, was unconscious, and was admitted to the emergency intensive care unit (ICU) for further treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided for the meter and control solution. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and freestyle optium neo h meter, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the precision strip was reviewed and the dhrs showed the precision strip met specifications prior to release to distribution. Retain testing was performed for precision strips, and all units performed in specification and passed. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An inaccurate readings issue with the abbott diabetes care (adc) device was reported by a healthcare professional. On may 21 at 22:52h, a nurse monitored the customer's glucose level using the test strip and freestyle optium neo h, and the reading was 'lo' (< 2.2 mmoll or 40 mg/dl) and notified the doctor immediately. The doctor gave oral instructions to give 40 ml of 50% glucose injection and 250 ml of 10% glucose intravenous drip. The nurse opened the intravenous access and drew blood on the customer's right upper limb. After drawing blood, 50% glucose was injected by the nurse. At 23:23h, the customer's blood glucose value became 'hi' (> 27.8 mmol/l or 500 mg/dl). The doctor was informed and 10% glucose was suspended and replaced with "balanced solution" for intravenous drip. At the same time, an unspecified symptomatic treatment was carried out according to the customer's blood gas condition. The next day at 00:23h, the customer's blood glucose value from the electrolyte test department was 36.9 mmol/l. The customer was reportedly seriously ill, was unconscious, and was admitted to the emergency intensive care unit (ICU) for further treatment. There was no report of death or permanent impairment associated with this event.